Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient experienced ineffective stimulation. Reprogramming was attempted, but was unable to provide effective therapy. Diagnostics did not reveal any impedance issues and x-rays showed no anomalies. Surgical intervention was undertaken and both leads were explanted and replaced. Postoperatively, the patient reported effective therapy was restored.